Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited rising thresholds, oversensing and far field r-wave (ffrw) oversensing. It was also reported that the right ventricular (rv) lead exhibited high and rising thresholds. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.